Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and the product model/serial number. At this time, no further information is available. Should additional information become available this report will be updated. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that programmer interrogation of this pacemaker system was unsuccessful. The local area field representative was contacted for assistance. This pacemaker remains in service. No adverse patient effects were reported. A good faith effort attempt is ongoing to obtain additional information regarding the model/serial number and patient information. At this time no further information is available. Should additional information become available this report will be updated.